Event description:
It was reported that during a follow up in clinic, inappropriate pace rate was noted on the device resulting in arrhythmia. Additionally, the device was unable to be reprogrammed. Abbott technical support was contacted, session records were reviewed, and the inappropriate pace rate was noted to be due to inappropriate magnet response. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that during a follow up in clinic, inappropriate pace rate was noted due to inappropriate magnet response and resulting in arrhythmia. The device was unable to be interrogated. Abbott technical support was contacted and the device was explanted and replaced to resolve the event. The patient was in stable condition.